Event description:
It was reported that non sustained ventricular oversensing and decreased impedance was observed. Performed x-ray inspection indicated a lead fracture due to clavicular crush. The lead was explanted and replaced. The patient´s condition was good after the procedure.